Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amplatzer amulet delivery sheath. On an unknown date, the patient was admitted with pericardial effusion that led to cardiac tamponade. A pericardiocentesis was performed. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient was admitted with pericardial effusion that lead to cardiac tamponade. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed for pericardial effusion. The patient was reported to be stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.